Event description:
"Customer reported: in 3 different occasions the contents of the syringe that was attached to these needles leaked between the leur lock system of the syringe and the needle. Different needles where used with the same syringes from the same batches and no leakage was identified. See attachment section for initial email and complaint from customer."